Manufacturer narrative:
Stryker advised the customer that their device is unrepairable and will be replaced under warranty. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device was not correctly sensing a patient's heart rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker product assessment center (pac) technician evaluated the device and was unable to duplicate the reported issue. The customer was contacted and was able to send in a screenshot of the rhythm, which was evaluated by a clinical specialist, who verified the reported issue. Root cause could not be established. Device was archived by stryker.

Event description:
The customer contacted stryker to report that their device was not correctly sensing a patient's heart rhythm. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.